Event description:
Report received from the USA stating that during routine inspection, the device was "overheating and getting warm to the touch". The device was not used in surgery. There were no injuries or medical intervention. There was no add'l info provided

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).